Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 325cc saline breast implant, experienced bilateral breast pain, and device migration post procedure. The patient stated that right side is burning, and lays flatter. The implants flop around and feels like there¿s something in there, plus bilateral sharp pains. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.